Manufacturer narrative:
The sample from 21-jan-2020 was investigated further to test for an interfering factor contributing to the high results. An interfering factor was not identified. There is no evidence to suggest the high cea results were falsely elevated. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The sample from (B)(6) 2020 was submitted for investigation and tested with cea reagent lot 426315 on a cobas e 801 module. The customer's results were reproduced at the investigation site (16.3 ng/ml and 17.0 ng/ml). The investigation is ongoing. (B)(4).

Event description:
The initial reporter questioned high results not matching the clinical picture for 1 patient from the gastroenterology department tested for elecsys cea (cea) on a cobas e801 module and a cobas 8000 e 602 module. The patient was checked and there were no reasons for an increase in tumor marker results. The increase was seen in 5 different blood samples over a period of 6 months. Refer to attached data titled "patient results" for the patient results. The customer compared 2 of the samples to the centaur method; they are aware the cea test results are not directly comparable, but the difference in results is noticeable. The customer suspects an interference affecting the roche results.